Manufacturer narrative:
Date of event is an estimate based on aware date as event date is unknown.

Event description:
It was reported that a shaft break occurred. During preparation for a percutaneous coronary intervention procedure this 3.50mm x 6mm nc emerge balloon catheter was selected. Upon removal from the undamaged packaging the shaft broke approximately 30 cm from the hub. The procedure was completed with another of the same device. No patient complications were reported, and that patient status is stable.